Manufacturer narrative:
4581: dislocation/subluxaction. Manufacture narrative: secondary surgical intervention to reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced lens dislocation/subluxation. Reportedly, "patient was hit in the eye (od) with the brim of a baseball hat." The lens was repositioned, but repositioning did not resolve the issue. The patient still experiences blurry vision. Cause of the event was a patient-related factor.